Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they have been having difficulty getting neurostimulator battery (ins) charged (more than 2 points or up to 20). Pt described on two different evenings it took 4,5 or 6 hours for ins to increment another 2 things. Patient services (pss) suspect pt was referencing charge percentage but not completely charged. Pt inspected recharging antenna (rtm) cord without detecting any visible damage. Pss listed steps to take to reset controller (ptm) which pt indicated had already tried but did not resolve issue. Pss located previous documentation where pt had been instructed to reset ptm. Pt noted external equipment had been replaced at one point but not recently. A replacement rtm was sent out. No symptoms were reported. Additional information was received from the pt. Pt called back stating that they were calling about the same issue but that it was something different. Pt said that when they spoke to pss last week, and they were sent out a replacement rtm. Pt said that they hadn't had a chance over the weekend to try the replacement rtm. Pt said that their issue was getting the ins charged. Pt said that after about four tries the ins got (confirmed with pss that got is the correct weird here) up higher, so they didn't need to charge the ins again until yesterday. Pt said that they plugged the rtm in, and the controller screen went completely white. Pt said that when the controller came back on it looked like three screens were displaying at the same time and they couldn't turn the controller off. Pt had the controller connected to the ac power supply, so pss had the pt disconnect the ac power supply and remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on and that the s creen was displaying properly. Pt noted that they had reset the controller about three times before they called pss last week. Pss then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. Pss had the pt unlock controller; saw the batteries screen with the controller at 100% and the ins at 70%. Pss had the pt initiate an ins recharging session. Pt then said that they had this problem a couple of times lately. Pt then saw recharging excellent. Pt said that periodically the controller would display the no device found message. Pss advised the pt to monitor the equipment/ins recharging and call pss back if needed. Pt mentioned that fedex was supposed to pick up the return package yesterday, but they hadn't picked it up, so they were going to call fedex again today to schedule another pick up. Upon further review, the statement "pt said that after about four tries the ins hot up higher so they didn't need to charge the ins again until yesterday" should read as "pt said that after about four tries the ins got up higher so they didn't need to charge the ins again until yesterday.".

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), product type recharger product ID 97745, product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.